Event description:
It was reported by the customer on (B)(6) 2011 that when the laser system was turned on a preventative maintenance message appeared and sometimes the system leaked during the procedure. However, the preventative maintenance message the customer experienced is to alert the customer that the laser system is due for preventative maintenance and that this is not a system failure.